Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An fg.011 alarm (pump alarmed for air in the set when no air was present) was not identified during evaluation; however, an f-38 alarm (malfunction in tube misloading detection circuitry) was found during testing. The cause of the condition was determined to be inoperative force sensing resistors (fsr¿s). To correct the condition, the pump will be swapped. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced a fg.011 alarm (pump alarmed for air in the set when no air was present). This event occurred before use. There was no patient involvement. No additional information is available.